Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house testing on strip lot 378740a met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having a medical conditions (chronic obstructive pulmonary disease (copd) and anemia) that may impact the performance of the assay and using an improper technique when performing the inratio tests. Patient sample interference could not be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following was reported via phone call on (B)(6) 2016. Results are as follows: date: (B)(6) 2016, inratio inr: 1.4 and 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. It was reported that the finger was "milked" on both inratio tests. This is considered to be an improper technique when performing the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.